Event description:
A malfunction alarm was reported with the code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to report back if any issues arise again.